Manufacturer narrative:
Clinical engineering replaced the data acquisition pcba to resolve the reported issue. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported.

Event description:
It was reported to philips by a customer that the unit proximal pressure auto zero failed. The customer requested tech support. Based upon the information provided, it is unknown if the unit was in use on a patient at the time of the reported event, however, no patient harm or injury was reported the device was evaluated remotely by a philips remote service engineer (rse). Upon further inspection and review of the device, the customer stated that the unit would power on and after a while give error 1008 (proximal pressure auto zero). The customer stated after a few breaths unit will gave 1008 error. The customer requested part number and price for da board, mc board and da to mc cable from the rse. Further information is pending.